Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level. The customer declined to continue troubleshooting, therefore, no additional information was received. Subsequently, the customer reverted to manual dose injection.